Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding an unknown patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a magnetic resonance imaging(MRI) performed on (B)(6) 2018 and was in the clinic having their pump refilled when the hcp saw that the event logs read that the patient had a motor stall. It was noted that 48 hours post MRI the pump was reading "stopped pump period may exceed tube set". The caller stated that this was the first refill since the MRI and once the pump was re-interrogated a recovery occurred. There were no volume discrepancies and the patient had no symptoms of withdrawal. No further complications have been reported as a result of this event. On (B)(6) 2018 (rep): no additional information was contained in this document.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated the patient's identifying information. No further complications have been reported as a result of this event.